Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: n/a implant procedure: (B)(6), (B)(6): laparoscopic ventral hernia repair [gore® dualmesh® biomaterial 1dlmc07; 3659523, 15cm x 18cm] implant date: (B)(6) 2005. Staff surgeon: dr. (B)(6). Resident surgeon: dr. (B)(6). Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Anesthesia: general endotracheal. Details of procedure: the patient was placed supine on the operative room table and general anesthesia was induced. The abdomen was prepped with betadine scrub and draped in a sterile fashion. The first port was placed in the left lateral abdomen about at the level of the umbilicus. This was done in the hasson fashion, making a 1cm open incision, carrying the dissection through the subcutaneous tissue to the anterior fascia which was incised. The muscle was divided bluntly and the posterior fascia elevated and incised. Vicyl stay sutures were placed and the 10mm hasson trocar introduced into the abdomen. The abdomen was insufflated with carbon dioxide and a 10 mm laparoscope was introduced into the abdomen. Under direct vision two additional ports were places, the first in the left lower quadrant and the second in the left upper quadrant. There were both 5mm ports placed under direct vision. There were some adhesions of the omentum to the abdominal wall. These were taken down mainly with sharp dissection but also with some electrocautery. The falciform ligament was taken down for a short distance as well. At this point the edges of the fascial defect were marked by placing a spinal needle through the abdominal wall at the edge of the hernia defect which was visible in the abdomen. Two defects were actually seen, one was to the right of the umbilicus and there was another small defect superior to this. The edges marked including both fascial defects. Once this was done the abdomen was desufflated and the defect measured. A piece of mesh that was 3cm large in all direction was chosen. A piece of gore-tex dual mesh was used. This was a 15x18 cm piece of mesh. The mesh was marked with the head and foot with a sterile marking pen. Interrupted sutures of mersilene alternating with vicryl were used to use different color sutures around the perimeter of the mesh. A total of 6 sutures were placed circumferentially about 1cm from the fascial edge. The mesh was then rolled and introduced into the abdomen; it was then unfurled in the abdomen. The needle point suture passer was passed through the abdomen wall, through a tiny stab incision, and the sutures were grasped, brought up through the abdominal wall, and secured around the circumference of the mesh. The tacking device was then used to secure the mesh around the entire perimeter. At this point there seemed to be only a small overlap to the left of the hernia defect at the umbilicus so an additional piece of mesh was used and places over this area and secured around its perimeter with tacking sutures, which provided very good coverage of this hernia defect. At this point the trocars were withdrawn under direct vision. The hasson trocar was withdrawn. The fascia was closed with a figure-of-eight pds suture followed by vicyrl sutures for the subcuticular skin closure. Steri-strips were placed, and a sterile dressing was applied. Complications: none. Estimated blood loss: 20cc. Staff attendance: I was scrubbed and present through the duration of the procedure. The records confirm gore® dualmesh® biomaterial 1dlmc07; 3659523 was implanted. Relevant medical information: (B)(6) 15: (B)(6) medical center, (B)(6): incision and drainage and curettage of subcutaneous wound staff surgeon: dr. (B)(6). Resident surgeons: dr. (B)(6). Preoperative diagnosis: chronically draining sinus tract. Postoperative diagnosis: chronically draining sinus tract. Anesthesia: general endotracheal. Estimated blood loss: 10ml. Indication for procedure: the patient is a pleasant (B)(6) gentleman who had previously undergone laparoscopic ventral hernia repair. His ventral hernias in the left abdomen remained appropriately repaired. However, he experienced a fistula, which was in communication with the right colon. The fistula had resolved but chronically draining pus from a subcutaneous abscess persisted. He elected to undergo incision and drainage. Description of procedure: after informed consent was obtained, the patient was brought to the operating room and placed on the operating room table in the supine position. A brief time out was held to confirm the patients name, identification number and the procedure to be performed. General anesthesia was induced per the anesthesia team and the patient was prepped and draped in an appropriate aseptic fashion. Preoperative antibiotics were administered within 30 minutes to incision. A small, circumferential/ellipsoid incision was made around the previously draining site. This was approximately 2 cm in maximum dimension. The skin was lifted from here and the sinus tract was open slightly, using caution not to enter the colon, which was known to be underlying underneath the fascia. The sinus track was excised sharply with a knife and metzenbaum scissors so as not to cause any potential heat injury to the underlying. Good hemostasis was achieved primarily with pressure. The wound was packed with wet to dry dressing. The patient tolerated the procedure well. He was extubated in the operating room and returned to the recovery room in good condition. I was present and scrubbed for the entire procedure. Wound classification: dirty/infected (B)(6)16: (B)(6) medical center, josef braun, md: diagnostic laparoscopy. Laparoscopic lysis of adhesions. Laparoscopic repair incisional hernia repair. Staff surgeon: (B)(6). Resident surgeon: dr. (B)(6). Preoperative diagnosis: symptomatic incisional hernia x 2, in the left lower quadrant and subxiphoid region. Postoperative diagnosis: symptomatic incisional hernia x 2, in the left lower quadrant and subxiphoid region. Anesthesia: general endotracheal. Estimated blood loss: 20ml. IV fluids: 1300 ml of crystalloid. Indications for procedure: the patient is a pleasant (B)(6) gentleman who presented to the general surgery clinic with apparent port site hernias x 2, one in the left aspect of the abdomen and the second in the subxiphoid region. These reportedly bothered him quite a bit. Additionally, he complained of pain from the preexisting mesh. However, after extensive discussions regarding his previous mesh and given there was no hernia at the previous mesh location, the decision was made to proceed with laparoscopic exploration and repair of two port site hernias as described above. Description of procedure: after informed consent was obtained, the patient was brought to the operating room and placed on the operating room table in the supine position. A brief timeout was held to confirm the patient¿s name, identification number and procedures to be performed. General anesthesia was induced per the anesthesia team and the patient was prepped and draped in appropriate aseptic fashion. Preoperative antibiotics were administered within thirty minutes to incision. The operation began with an optiview technique in the right upper quadrant in the location devoid of previous incisions. The abdomen was insufflated to 15mmhg. The abdomen was then quickly surveyed for any potential injury incurred upon entry into the abdomen. No such injury was identified. Noted was a significant amount of adhesions within the midline as well as the left upper quadrant. Two additional trocars were placed under direct vision. A 12 mm trocar was place in the anterior axillary line in the right mid abdomen, and a 5mm trocar was placed in the right lower quadrant. Meticulous laparoscopic dissection ensued, primarily sharply with laparoscopic shears. A large amount of omentum was cautiously taken down off the anterior abdominal wall. The stomach was also noted in the epigastrium to be adhered to the anterior abdominal wall as was the left lobe of the liver. These were taken down so as to be able to visualize the two hernias. Laparoscopic dissection required approximately one and one-half hours. With the adhesions taken down, two hernias were appreciated. One at the superior aspect of the mesh was approximately 1.5cm in diameter, and the second was also about 1cm in diameter in the left mid abdomen. Each of these was closed using the carter-thomason device and #1 ethibond suture. Two meshes were fashioned approximately 8cm in diameter, circumferentially. These were fashioned with transfascial 0 eithibond sutures in the four cardinal coordinates. Once the mesh was introduced in the abdomen, they were each delivered via separate stab incisions, using the carter-thomason device. This was performed both for the mesh in the left mid abdomen as well as for the mesh in the epigastrium. With the meshes well approximated to the anterior abdominal wall, protacks were used to circumfentially secure the meshes to the anterior abdominal wall. Excellent lay was accomplished. Good hemostasis was achieved and the abdomen was reinvestigated with the abdomen desufflated. Once again, good hemostasis was confirmed. The 12 mm trocar in the right abdomen was closed using #1 ethibond and a carter-thomason device. The abdomen was desufflated and withdrawal of the trocars was observed under direct vision. The skin incisions were closed with 4-0 monocryl subcuticular stiches and sealed with dermabond. The patient tolerated the procedure well. He was extubated in the operating room and returned to the recovery room in good condition. I was present for the entire procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2005 whereby a gore® dualmesh® biomaterial was implanted. It was reported the patient alleges the following injuries: abscess, fistula. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant date: (B)(6) 2005 (hospitalization (B)(6) 2005). (B)(6) 2005: (B)(6) . [Ni]. Implant record. Prosthesis installed: item: mesh. Vendor: gore. Model: dual mesh. Lot/serial number: (B)(6) . Size: 20 cm x 30 cm. Quantity: 1. Relevant medical information: (B)(6) 2005: (B)(6) center. (B)(6) , md. (B)(6) , md, attending. Discharge summary. Date of admission: (B)(6) 2005. Primary discharge diagnosis: laparoscopic ventral hernia repair. Secondary discharge diagnoses: bladder cancer, 1996 status post radical cystoprostatectomy, pelvic node dissection, ileal neobladder surgery, left adrenalectomy. Asthma. Status post appendectomy 40 years ago. Presented with 12 x 9 cm hernia defect lateral to umbilicus on right side. Easily reducible. Underwent elective laparoscopic repair (B)(6) 2005. Given large size of defect, admitted overnight for observation. (B)(6) 2016: (B)(6) center. Implant record. Prosthesis installed: item: mesh. Vendor: aspide. Model: t1415-8. Size: 14 x 15 cm. (B)(6) 2016: (B)(6) center. (B)(6) . (B)(6) . Discharge summary. Date of admission: (B)(6) 2016. Reason for admission: incisional hernia. Discharge diagnosis: incisional hernia status post laparoscopic repair. Admitted following laparoscopic repair of incisional hernias. Necessitated some oxygen via nasal cannula after surgery, weaned to room air without incident. Abdomen less distended today, slightly tympanic to palpation, incisions clean, dry, intact with dermabond glue intact, pain in right lower quadrant with firm palpation. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.